Event description:
Device returned without reason for explant. Battery voltage 2.59.

Event description:
Device returned without reason for explant. Battery voltage 2.59

Event description:
Device returned without reason for explant. Battery voltage 2.59